Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04313. It was reported, the pt was experiencing ipg pocket heating while using the charging system. It was also reported, the charging system was cracked. A replacement charging system was sent to the pt. Follow up identified the replacement charging system was able to communicate with the ipg, and the heating issue was resolved.